Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that different (B)(6) results were obtained on multiple patient samples. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced all components associated with the acid and base, including the lids, tubing, reservoir connectors, reservoirs, valves, pumps, and probes. Then, the cse calibrated the pumps, performed the total service call protocol, checked the probe alignments, checked the dispense/aspirate functions on the wash separation manifold, and replaced the 4-aspirate pinch valves. The customer ran quality control (qcs), which recovered acceptably. The cause of the different (B)(6) results is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Different immunoglobulin g (igg) antibodies to (B)(6) results were obtained on 4 patient samples on an advia centaur xp instrument. A (B)(6) result was reported to physician(s) for sample ID (B)(6), while the results obtained on the other samples were not reported to the physician(s). The customer indicated that they are running patient samples for (B)(6) but not reporting the results. The correct results for these patient samples are unknown. There are no reports of patient intervention or adverse health consequences due to the different (B)(6) results.